Event description:
It was reported the patient received the following results within 15 minutes: 18.4 mmol/l and 8.8 mmol/l.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Correction - the unique identifier number was updated in section d4 based on the returned product.